Manufacturer narrative:
Based on the information provided there is no connection that can be made at this time between the alleged recurrent hernia and any problem with the bard/davol device used to initially treat the patient's hernia. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. The information provided does not indicate explant of the implanted device. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use (IFU) states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section of the IFU as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair with mesh. The instructions-for-use supplied with the device identify adhesions as a possible complication. Updated fields: a2, b4, b5, b7, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery to repair an umbilical hernia. As reported, a bard/davol ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair a recurrent hernia defect. The patient's attorney has alleged that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per medical records: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per the operative notes, "the hernia was reduced and excised. A medium ventralex st mesh (device #1) was passed through the defect into the abdominal cavity, brought up against the anterior abdominal wall and sutured.¿ (B)(6) 2015 - patient was diagnosed with bulging above the umbilicus consistent with a recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per the operative notes, ¿the hernia sac was dissected free from surrounding tissue and excised at the level of fascia above the previous repair. Omental adhesions were taken down from the edges of the fascial defect. The previous mesh (device #1) was palpated inferior to the new defect, no hernia was identified. At the previous repair site, a medium ventralex patch (device #2) was brought on to the field and passed through the defect and sutured¿. Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided there is no connection that can be made at this time between the alleged recurrent hernia and any problem with the bard/davol device used to initially treat the patient's hernia. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. The information provided does not indicate explant of the implanted device. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use (IFU) states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section of the IFU as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery to repair an umbilical hernia. As reported, a bard/davol ventralex st hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair a recurrent hernia defect. The patient's attorney has alleged that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.